Manufacturer narrative:
Internal components were evaluated which revealed that the loctite in the nose housing had failed. Due to this, the housing was threaded which allowed the ceramic ball to fall apart from the attachment.

Event description:
It was reported that the ball bearings were displaced from the attachment during a procedure. There were no adverse consequences alleged with this event.